Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 58 and 339 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell inot the "c" zone showing the difference in values to be clinically significant. There wa no report of death, serious injury or mistreatment associated with this event.